Event description:
It was reported that the patient has experienced some pain and weakness in her right leg, but feels it may be a consequence of age since her doctor does not express concern. Her surgeon concluded that review of x-rays and her condition did not indicate a problem with her implant. She has been advised be her doctor to exercise to increase her leg strength.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.